Event description:
The top of the isolette would not open. I tried to use the foot lever to raise the top and it would not work, and then I tried to use the up arrow on the side of the bed to try to pop the top, but that also did not work. I turned off the bed and turned it back on to see if that would help. I then tried the foot lever and the up arrow again and neither worked. The sides of the isolette would come down, but I was not able to remove baby because her lines and CPAP were in the slots of the front and back panel of the isolette. We then had to manually pop the top of the isolette, remove baby and all her equipment from the bed and switch out the bed for a properly working one. The bed was then labeled out of service and baby was situated in the new bed. Bed is now being used for parts.